Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient presented with foul smelling discharge- abdominal wall drainage on (B)(6) 2008. It was reported that the patient underwent mesh removal surgery on (B)(6) 2008. It was reported that the patient presented with open wounds on (B)(6) 2009. It was reported that the patient underwent removal surgery for chronic infection of non-healing draining sinus on (B)(6) 2009. It was reported that the patient underwent removal surgery and left inguinal hernia repair and ventral hernia repair on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.